Event description:
It was reported by service report that the stretcher is tilted and does not function properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Customer was advised by service tech to remove product from service.